Manufacturer narrative:
There was no patient injury. A review of the complaints database was conducted and no similar complaints were found related to this lot number or to this part number. One sample was returned. The snare head had detached from the wire along the shaft. The area of detachment was not at a joint/weld point or buffed area. A dent was noted at the base of the taper, above the area of detachment. Buffing striations extended into the area of the depression, indicating that the dent was not present at the time of manufacture. Based on the dent found at the base of the taper, a potential cause for the user issue is that the device encountered an immovable object and became fixated. Excess tension or torsion may have been applied in an effort to move the snare, overloading the wire and causing the breakage. This issue is most likely related to the application of excess force to the device by the user.

Event description:
Dr. Was retrieving a ureteral stint using 12-20mm atrieve vascular snare. Physician turned snare to try to engage stint and noticed that the 3 loops were not turning; removed avs wire and loops stayed behind. Went back with forceps and retrieved the avs loops.